Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No battery out limit alarm noted. Analysis was unable to test the operating currents and meter blood glucose now alarm due to no button response. No moisture damage noted on electronic assembly or on motor. The insulin pump had a scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 100 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.